Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a broken solder joint on the interface board. Further testing was not performed due to the blank display.

Event description:
It was reported that the insulin pump had failed multiple times the battery test and the device had a blank display. The blood glucose reading at time of the call was 390mg/dl. Troubleshooting was performed and the device was unresponsive. No further info was provided.